Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 failed frequently and it was unable to open. The field service engineer (fse) had logged into the hardware test application (hta), opened drawers 3.1 and 3.2, and pressed down on all row board cables. The fse inspected underneath all cubie drawers for debris. After shutting down the device, the fse resolved the issue by replacing the pyxis bus cable and rebooting the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 3.2 was failed frequently and it was unable to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. The user dispenses medication from another station. There were no delay or adverse events or injuries reported based on this event